Event description:
The customer complained of discrepant inr results between coaguchek xs meter (B)(4) and a lab using the neoplastin reagent. At 2:15 pm, the customer tested the patient by fingerstick on the meter and the result was 6.4 inr. At 2:20 pm, the customer tested the patient again using a new finger and the result was 6.5 inr. At 4:30 pm, the patient had a lab test and the result was 4.1 inr. The patient has a therapeutic range of 2.5-3.5 inr. Patient has no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no diet changes, no new medications or illness and no bleeding or bruising. There was no adverse event. The meter and test strips were requested for investigation. Relevant retention test strips (lot 353500) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.